Event description:
Customer reports that the c-arm does not boot up and # 253 error displayed on monitor. Customer stated that problem occurred in preparation for new procedure, alternative c-arm was used to complete the procedure, and no patient injuries were recorded.

Manufacturer narrative:
Gehc surgery service personnel replaced the hard drive, loaded software, configured and activated the original options. Booted unit error free also was able to save and retrieve images with correct patient information, in additional to recalling all saved images after the system booted-up. Checked unit operations, unit functions as intended.